Event description:
Attorney alleges that the pt underwent a 4-level spinal fusion and approx 16 months post implant, went to the physician complaining of pain. Pt records state that twenty-one months after initial implant, surgery was recommended to address chronic left s1 radiculopathy with the possibility of s1 compression and instrumentation. The operative record indicates that as initial dissection proceeded, exposure of the crosslink and rod revealed that the [left] rod had broken in the area of the bumper between l3 and l4. The operative report states that at the time of previous evals, the rod appeared intact. The crosslink, segmental left-sided rod and pedicle screws l3 to s1 were removed and decompression of the left s1 root was performed. No other complications were noted and the right-side hardware remained in place.

Manufacturer narrative:
(B) (4): neither the device nor applicable imaging films were returned to the MFR for eval - therefore, the cause of the event cannot be determined. Without additional device info, a review of the device history records is not possible.